Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose level was 213 mg/dl. The customer reported that the insulin pump ticks loud when the pump delivers insulin. The customer reported that the insulin pump motor made a ticking sound when delivering and stated that this ticking sound was one they never heard before and was not normal. The insulin pump will be returned for analysis.